Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 03/2004, the manufacturer was contacted by the hospital vad coordinator, reporting that a pt at home was having a different noise coming from the pump. The vad coordinator asked the pt to come into the hospital for closer monitoring purposes. The pt arrived at the hospital and was admitted. In the hospital the pt was getting a red heart and yellow wrench alarm, also a system controller malfunction, power limit advisory, with an intermittent pump stop. The system controller was exchanged out and the same occurrences happened. The pt then was connected to a pneumatic back up using a stroke volume limiter and drive console. Wave forms were taken, and they showed a high motor current draw. Three days later the pt had a pump exchange, which included a new inflow valve. Pt remains on lvad support while awaiting a heart transplant.